Manufacturer narrative:
(B)(4). Date sent: 03/23/2020. D4: batch # t5f09y. Device analysis: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the device deliver any staples? Yes, only on the remnant/specimen side. None on the patient side. If yes, were the staples formed properly? Yes, on the specimen side, all three rows, through the gore seam guard and tissue. If yes, was the staple line complete? The staple line was not complete, see details above. Did the device cut? Yes, did cut tissue. If yes, was the cut line complete? Yes, it was complete. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, there was a misfire on the second fire with a green reload. The device cut, but delivered an incomplete staple line. Buttressing material was being used. The staple line deployed on the specimen side, but not the patient side. Two vicryl sutures were used to suture the patient side. A methylene blue test and air leak test were both negative. There were no patient consequences reported.